Manufacturer narrative:
The reported device has yet to be returned to the manufacturer for a device evaluation. An investigation into the root cause for product problem is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4)

Event description:
A distributor reported an end user experienced an issue when using a bio-stable 4f sl-55cm catheter kit valved. It was reported that approximately 4 weeks post placement, the PICC was removed and replaced due to a hub crack. The patient did not experience any harm as a result of this incident.